Manufacturer narrative:
The device sample has been returned to the MFR, however, the investigation results have not been submitted at the time of this report. The MFR will continue to monitor and trend related events.

Event description:
Alleged issue: during a craniotomy, the scrub nurse proceeded to bend the product into a smaller size and it proceeded to break. Another lot number worked and bent without breaking. This incident occurred during inspection/functionality testing and prior to use on a pt.

Manufacturer narrative:
(B)(4). This is notification of a correction in MDR numbers for both initial and follow-up reports. The initial MDR submitted on 02/19/2015 and the follow-up MDR submitted on 03/23/2015 both contained the incorrect prefix. They were submitted under MDR# 3004365956-2015-00171. The MDR # should be corrected to MDR# 3003898360-2015-00171 for both reports.

Event description:
Alleged issue: during a craniotomy, the scrub nurse proceeded to bend the product into a smaller size and it proceeded to break. Another lot number worked and bent without breaking. This incident occurred during inspection/functionality testing and prior to use on a patient.

Manufacturer narrative:
A device history record (DHR) review did not show issues related to the complaint. Visual inspection: one (1) pouch from p/n 382800 durahook 1/4 hook 10 pkg/bx 6 hks/pkg was received not used, closed in original packaging, and the lot # 73e1400055 was confirmed with received sample. The components looked well assembled; rubber bands appeared undamaged. Failure mode breaking when re-shaped reported by the customer was not confirmed during visual inspection. Sample received did not confirm the defect reported by the customer breaking when re-shaped. A functional inspection was performed and the device worked properly. The MFR will continue to monitor and trend related events.